Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. It is indicated that the device is not returning for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the lot history record and complaint history of the reported lot could not be conducted because the part and lot numbers were not provided. Based on the information reviewed, there is no indication of a product deficiency.

Event description:
It was reported that during the procedure in the left anterior descending artery, a nc trek rx dilatation catheter was used to perform post dilatation after successful deployment of a xience xpedition stent. After several balloon inflations, the balloon was deflated and an attempt was made to pull the balloon into the guide catheter. The balloon became caught at the opening of the guide catheter. The physician re-advanced the balloon out of the guide catheter and inflated the balloon to nominal pressure. The balloon was then completely deflated. Another attempt was made to pull the balloon into the guide catheter but the balloon could not be fully inserted. The nc trek dilatation catheter, guide catheter, and guide wire were removed from the anatomy as a single unit. The procedure was completed. There was no adverse patient effect and no clinically significant delay in the procedure. No additional information was provided.